Manufacturer narrative:
Supplement report #01. Sections b4, g6, h2, h10, and h11 have been updated to correct information. This is a correction as requested by the FDA. The related report numbers (h10) was amended to include a related medical device report (MDR) number, (B)(4).

Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not immediately indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects. Note: (B)(6) 2025 is an estimated date of occurence, a definitive date of occurence was not supplied. Issue was also reported to the company by FDA medsun, report number (B)(4).

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. A CT scan was performed on the patient with plans to remove the fragment, however, the patient opted to not pursue surgical intervention at this time. There were no additional complications reported.